Event description:
It was reported that the bd injector locking n40-o disconnected at the luer lock. The following information was provided by the initial reporter: material#: 515056, batch#: 2507302. The following was reported: issue description: another disconnection of phaseal injector from the primary ivf line where the rn connected the injector, resulting in a chemotherapy spill. Recommendation: see if there is an alternative product, there have been approx 8 disconnections using this product in the past year. Have bd rep come do education with staff about proper attachment of the phaseal connectors. Per additional communication with customer 30apr2026: I was able to connect with the customer that reported (B)(4) on a call this afternoon to clarify the information reported and collect the details needed for the questions I outlined on the communication below. The sales rep was also able to join us on this call, and we believe these failures may be related to education, she has not been able to visit the customer on site since last august but is planning to visit them in june to provide on site support. 1) will you confirm the date of this event is 3/20/2026? Correct. 2) was there any patient harm, caregiver injury, complication, or negative outcome resulting from this event? No. 3) does the primary ivf line that disconnected belong to bd? If yes, please confirm the material. Yes, bd material: 2426-0007. 4) to confirm- are unused representative samples from the impacted lot available to return for investigation? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2507302, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this concern. All units were visually inspected, and no damage or related defects were observed. Dimensional testing, including evaluation of the luer thread, was also performed and confirmed that all critical dimensions met specification. The product undergoes multiple visual and functional inspections throughout manufacturing, and a review of the records for the reported lot did not identify any issues related to the reported condition. Based on the information available and the retained sample investigation, we could not identify a root cause related to the product or manufacturing process at this time. On site training is scheduled to be performed at the facility to reinforce proper connection procedures. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.